Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system failed to turn on. The field service engineer (fse) logged into the station and applied the knowledge article fstka advantech not booting and resolved the issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main computer would not turn on. The customer confirmed that the handheld scanner was attached to this computer and that this station functioned as a central console. The customer changed the main power plug to various nearby outlets and switched the power on and off; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.